Manufacturer narrative:
Device evaluation of electrode belt has been com device evaluation of electrode belt has been completed. The reported problem (alarms and damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open (-5v) wire in the trunk cable measuring open. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt was reported it was damaged and was experiencing alarms.